Event description:
The pain in the patient's arm was experienced during a continuous mononuclear cell (cmnc) collection procedure. The hematologist assessed the patient, who reported severe pain in the left upper limb and diaphoresis, ordered 1 gram of acetaminophen orally, suspended the procedure, then administered 1 ampoule of calcium gluconate IV and tramadol 100 mg IV. The patient's symptoms subsided and he left in good condition.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the failure experienced by the customer. All acda lots must meet acceptance criteria for release. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Vasovagal incidents occur around 0.5% of procedures. The reactions generally manifest as pallor and diaphoresis. In a full blown attack, the reaction progresses from pallor and sweating to pulse slowing and blood pressure decreasing. More severe vasovagal reactions may include nausea, vomiting, and/or convulsions. According to anticoagulation techniques in apheresis: from heparin to citrate and beyond, citrate related complications have been reported to occur in: 1.2% of donors during voluntary donation, 7.8% of patients undergoing therapeutic plasma exchange procedures, and 48% of patients undergoing large volume leukapheresis during peripheral blood progenitor cell collection. Symptoms of hypocalcemia and other citrate-induced metabolic abnormalities affect neuromuscular and cardiac function and range in severity from mild dysesthesias (most common) to tetany, seizures, and cardiac arrhythmias. A disposable complaint history search for this lot number found one other report of a similar failure reported in MDR# 1722028-2021-00165. A routine citrate infusion rate of 1-1.8 mg/kg/min is known to result in a 25-35% reduction in ionized calcium levels. Hypocalcemia is defined as an ica2+ of <4.5 mg/dl (1.1 mmol/l). Symptoms manifest variably when ica2+ levels fall below normal range. Factors influencing hypocalcemia symptom development include rate of citrate infusion, the rate of decline in ionized calcium levels, and hepatic metabolism of the infused citrate. There is considerable individual variability in the development of symptoms and signs of citrate-induced hypocalcemia. Predictors of citrate toxicity include older age, female gender, lower body weight, and blood volume less than 4 liters. Patients with comorbid conditions such as hepatic or renal insufficiency may be at increased risk of citrate toxicity due to impaired metabolism of citrate. A low baseline serum albumin also places patients at risk for developing citrate-related symptoms, as albumin-bound calcium normally disassociates to counter-act decreases in ionized calcium levels. Presence of these risk factors and/or comorbidities may identify patients who will benefit from procedural modifications or calcium supplementation. Technical issues may also predispose a patient to developing citrate toxicity. Longer procedures will result in citrate accumulation. Large volume procedures will inevitably result in a larger volume of infused citrate. The final citrate load to the patient is also considerably higher when ffp is used as replacement fluid, as it contains approximately 15% citrate by volume. Not surprisingly, the risk of citrate toxicity and hypocalcemia will also be higher when apheresis is performed on consecutive days. [G. Lee, g.m. Arepally. Anticoagulation techniques in apheresis: from heparin to citrate and beyond. J clin apher. 2012 ; 27(3): 117¿125.] Root cause: a definitive root cause for the patient's reaction could not be determined. Possible causes include but are not limited to: - the patient's sensitivity to the procedure, and/or anticoagulation infusion rate due to physiology and/or underlying disease state - the duration of the procedure - the volume of blood processed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient with hodgkin's lymphoma reported severe pain in his arm. Dolex was administered, however the pain was still present in his arm. The hematologist was informed about that and he administered calcium glucocenate 10ml and tramadol 100ml. After taking vital signs, the patient went at home. Patient weight is not available at this time. The disposable set is not available for return because it was discarded by the customer.